Event description:
It was reported that a back to back blood glucose test was performed. The results were 97 mg/dl and 217 mg/dl, after checking the results in memory it was determined that the results were 95 mg/dl and 277 mg/dl. The customer did not take any actions based on these results. Controls were not in use on the device at the time of the results. A request was made for the return of the suspect device and replacement was sent.